Manufacturer narrative:
H3. Analysis of the communicator found usb port area damaged and failed battery charging bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver bupivacaine, unknown morphine and fentanyl. It was reported that the patient had been having major issues with their communicator. The patient fell and it ended up "chipping on the top where you connect the charging thing and now it's dead" and the patient could not get any boluses or turn it on at all because it was no longer functional because of the chip. The patient mentioned that there was a little crack on the top and it looked like it melted or something when it wasn't even plugged in all of the time. Patient services asked when the communicator was dropped and the patient stated "I don't know if it was dropped when I fell before. I've been having lots of falls because of other medications and interactions I was holding it before. It looks like melted right there because it goes from the case and it's sunken down where it looks burnt out". It looked burnt at the charging port. It would not charge and the patient was having issues turning it on. The patient mentioned that they woke up in the middle of the night and it was 2% charged and they thought they would charge faster if they shut it off when it was charging but "since it's busted, they just screwed it up altogether". The patient asked if there was a way to make sure the new communicator was compatible with the handset. Patient services reviewed information. The issue was not resolved. A request was made to for a replacement communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.